Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for unspecified bacteria during routine surveillance culturing test by the facility. The number of the microbes and the portion of the subject device, where the microbes were detected, were not reported. The subject device had been disinfected using non-olympus automated endoscope reprocessor (soluscope series4). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for enterobacter cloacae (>83/100ml). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for bacillus spp (1cfu/100ml) and mold (1cfu/100ml). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.